Manufacturer narrative:
Visual inspection found via remote investigation found that the firewall was no longer operational and a disconnect with the monitoring systems in 3 wards. Results of functional testing indicate that the firewall was disengaged. Based on the information available and the testing conducted, the cause of the reported problem was there was a lightning storm and a power outage in the area of the facility. The storm was confirmed facility staff. The reported problem was confirmed. The remote service engineer was able to reengage the firewall. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the 866117 pic ix stating the juniper firewall had gone down. There were patients being monitored at the time, no harm reported.